Manufacturer narrative:
Section h6, medical device problem code: corrected. Manufacturer's investigation conclusion: the reported event of a system controller exchange due to backup battery fault alarms was confirmed via log file analysis. The heartmate 3 system controller (serial number: (B)(6)) was not returned for analysis; however, a log file was submitted (20240816_015514) for review that showed events spanning approximately 5 days (11aug2024 - 16aug2024 per timestamp). Backup battery fault alarms due to the backup battery not passing the load test were active from 15aug2024 at 15:50:25 ¿ 16aug2024 at 13:47:36. The backup battery was unable to pass the load test due to the loaded voltage being under the acceptable threshold as compared to the unloaded voltage. Pump operation was not affected by these alarms. There were no other notable alarms active in the log file. Additional information provided on 20aug2024 stated exchanging the backup battery fault resolved the alarm, and that no product would be returned for analysis. A root cause for the reported event was unable to be conclusively determined through this analysis. A corrective and preventative action investigation was initiated to investigate backup battery fault alarms further. The device history records were reviewed, and the records revealed the heartmate 3 system controller (serial number: (B)(6)) was manufactured in accordance with manufacturing and qa specifications. Heartmate 3 instructions for use (rev. C) section 7 entitled ¿alarms and troubleshooting¿ and heartmate 3 patient handbook (rev. D) section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms, including backup battery fault alarms. Heartmate 3 instructions for use (rev. C) section 8 entitled ¿caring for the equipment¿ and heartmate 3 patient handbook (rev. D) section 6 entitled ¿caring for the equipment¿ addresses how to properly care for, maintain, and store the equipment for proper use. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that patient came to clinic on (B)(6) 2024 for emergency backup battery (ebb) fault alarm and the backup battery was re-seated at that time. The patient then called on (B)(6) 2024 stating ebb fault alarm was going off again and was seen in clinic. The ebb was replaced, but the system controller continued to alarm. Ultimately, the system controller was exchanged and that resolved the fault. Log file review confirmed the reported backup battery faults. It appeared the system controller failed the internal load-test.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.